Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed where there was residue inside the air/water cylinder. Based on the results of the investigation, it is unclear whether there was a deviation from the instruction manual in the reprocessing procedure of the residual part of the foreign body. The root cause of the foreign matter remaining on the device could not be identified. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope failed multiple reprocessing attempts for water blockage, which caused the device to be insufficiently or incorrectly reprocessed. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.